Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium su, lopro s3, there was a flickering image on the monitor's display. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.